Event description:
The customer stated that she was taken by ambulance to the hospital due to hypoglycemia. The customer stated that she was found unconscious by paramedics, and was then transported to the hospital where she was diagnosed with hypoglucemia. The customer stated that the reason her blood glucose was low was because she did not eat on the day of the event, she continued to wear the insulin pump. The customer stated that she knew she should have disconnected from the insulin pump, but that she forgot. Troubleshooting was performed and the insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.